Event description:
The following has been reported: pump not working. A preliminary review of the logs indicated the following: tubing set error (ipc connection leak failure). Per the biomed, the customer was able to run a successful test infusion. Therefore, the pump was returned to customer use. No further action is required because the reported issue could not be confirmed or refuted. A device hisotry review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. Reporting as a conservative measure. No adverse effects were reported.